Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2020-nov-09 (B)(4) (rep): information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins was overdischarged. The rep was not with the patient at the time of call. The rep was confused as to why the ins would not come out of overdischarge.  The rep said they only did one 60 min physician recharge mode (prm) session with the patient. Tech services reviewed in most cases it will take more than 1 prm. Caller went on to say that the patient indicated they had gone into overdischarge twice before this, but the rep only had info of one previous instance. Additional information received from a manufacturer representative (rep). It was reported the patient was being referred to a neurosurgeon to have the battery replaced. This was the second overdischarge the patient remembered.

Event description:
Additional information was received from the patient (pt) and it was reported that "it is officially done" .pt state he needs it replaced. He noticed 2 months ago that therapy is not working. Pt stated he has it at a low setting and he just stopped feeling it. The patient saw a manufacturing representative (rep) 2-3 months ago and they checked the ins and told pt that he needs it replaced because it will not hold a charge. Pt stated he cannot find an healthcare provider (hcp) that will help him.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.